Manufacturer narrative:
H3: the catheter was returned, and analysis found damage to the transition tube and a kink was observed in the catheter body. H6: all previously reported method, conclusion, and result codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter pli - 10: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via device manufacturer representative. The patient was receiving compounded baclofen via implanted infusion pump. It was reported that the patient had exhibited worsening spasticity and was not responsive to a dose increase. A CT dye study was performed and showed subdural infusion of the drug rather than intrathecal. It was determined that the catheter tip had migrated out of the intrathecal space. The catheter was subsequently replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2019. It was reported that the cause of the inability to aspirate the catheter and the patient's symptoms was not determined. It was unknown what actions/interventions were performed to resolve the inability to aspirate the catheter and the patient's symptoms. It was also unknown if the inability to aspirate the catheter and the patient's symptoms were resolved. No further information was provided.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 3000 mcg/ml of baclofen at a dose of 2400 mcg/ml via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2019, it was reported that the patient was experiencing withdrawal symptoms and itching. It was also reported that the pump site was swollen. The patient also noted that the place where the sutureless connector was located was tender to the touch and could be palpated as a "bumpy area" underneath the skin, an issue which was not there until a few weeks prior. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. The pump was interrogated and no motor stalls were noted. A dye study was attempted, but the physician was unable to aspirate the catheter and, as a result, could not perform the dye study. No actions/interventions were taken to resolve the issue at the time of the report. The issue was not considered resolved at the time of the reported. No surgical intervention occurred, but it was unknown if any intervention was planned. The patient's status was listed as "alive-no injury".